Event description:
Additional information was received. No friction or difficulty was encountered during delivery or positioning, and the catheter was flushed according to the instructions for use (IFU) during the procedure. The cause of the failure to open was not determined; the device consistently maintained a "bird's beak" shape throughout, which could not be corrected.

Manufacturer narrative:
Update b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that the phenom 27 microcatheter was positioned into m1 and the pipeline flex with shield technology stent (ped2) was advanced to m1. The stent tip coil was unsheathed and upon unsheathing the device formed a "birds beak" shape at the distal tip. More of the stent was deployed in the middle cerebral artery (mca) to see if it would open up, however, the device would not open and continued to appear "birds beak" shape at the distal tip. Resheathing and pulling were attempted. Additionally, pushing more wire and device out would not correct the "birds beak" shape at the distal tip. The device appeared to be stuck in that shape and would not open. The device was resheathed and removed with the microcatheter. A new pipeline stent was used to complete the procedure. No patient symptoms or complications were associated with this event. The patient was undergoing dense mesh flow diversion surgery for treatment of a caveronous intradural with a max diameter of 2 cm and a 7 mm neck diameter. The landing zone arterial diameter was 4.1 mm distally and 4.2mm proximally. It was noted the patient's vessel tortuosity was moderate. Dual antiplatelet treatment (dapt) was administered. The angiographic result post procedure looked fantastic after ped2-425-18 was removed and replacement device was placed. The reported device and any accessory devices were prepared as indicated in the instructions for use (IFU). The pipeline was used for an approved indication (on-label). The pipeline was not positioned in a bend and had been deployed less than 50% when it failed to open. The pipeline was resheathed more than 2 times. No additional stepsor other devices were required to open the pipeline. Ancillary devices included bmx96 introducer sheath, phenom plus guide catheter, phenom 27 microcatheter, and synchro 2 guidewire.